Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that ¿no image on flexvision¿. Review of the log files confirmed malfunction for the flexvision-pc. Upon troubleshooting fse inspected the system onsite and found that there was an issue in power. Actual cause was found to be issue with the power supply in flexvision pc. The defective parts were returned for analysis, for flexvision pc, malfunction was observed that there was no power in the pc and power supply component was failed. To resolve the issue, fse replaced flexvision pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc did not start. There was no harm reported. Philips has started an investigation of this complaint.